Event description:
It was reported that the insulin pump became stuck during the rewind process. The caller stated that he was about to fill up the reservoir when he observed the rewind anomaly. The caller did not know the blood glucose reading. A battery replacement did not resolve the rewind anomaly. The customer was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump was received with no rewind anomaly noted. The insulin pump passed displacement test and rewind test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.